Manufacturer narrative:
It was reported that during a robotic laparoscopic bowel surgery, the cotton x-ray detectable gauze sponge tore in two pieces while in patient's abdomen. The gauze sponge was successfully retrieved by using a laparoscopic grasper to pull the sponge out through the trocar site. Per report, the gauze sponge was inspected prior to surgery and no issue was identified at that time. No impact to the patient, the procedure, or the total length of the procedure was reported. General anesthesia was used; however, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. There was no serious injury or need for follow-up care related to this event. Due to the reported incident and the medical intervention required to retrieve the gauze sponge from the patient, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the cotton x-ray detectable gauze sponge tore in two pieces while in patient's abdomen. The gauze sponge was successfully retrieved by using a laparoscopic grasper.